Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted and replaced. No other patient symptoms were reported.

Manufacturer narrative:
Product was returned for analysis. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.